Manufacturer narrative:
(B)(4). MFR report #2245578-2011-00233 through 2245578-2011-00242 are from a single user site. Apoc product action number: (B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a pt. On (B)(6) 2011: 09:10:01 I-stat 0.29 ng/ml, 09:21:20 I-stat 0.26 ng/ml, vista 0.60 ng/ml. The suspected discrepant results were released to a physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.